Event description:
It was reported that: a therapist reported that the device shut down and stopped ventilating the pt. The pt was ventilated with an alternate device then transferred to another ventilator. No pt injury reported.